Event description:
It was reported that the patent experienced unspecified issues with an unknown male sling implanted. A new artificial urinary sphincter (aus) was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.